Manufacturer narrative:
Evaluated one random opened/used sensor and did continuity resistance test and sensor failed per specification. We were unable to confirm needle anomaly due to customer returning needle only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone cell phone, she was having issues with the sensor and also mentioned she had low blood glucose of 29 mg/dl. She treated low with glucose tablets. The device is returning for analysis.